Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a low laa and caused the watchman access system (was) to be kinked during the procedure after it was inserted. Despite the kink, a watchman closure device and delivery system (wds) was advanced and deployed. Release criteria could not be met, so the wds was recaptured and removed from the patient without consequence. The procedure was aborted.